Manufacturer narrative:
The device was returned for analysis however, the evaluation of the device is pending. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. Once the investigation is completed a supplemental report will be submitted. Manufacturer internal reference number: (B)(4).

Event description:
The device reported to be defective.

Manufacturer narrative:
The investigation has been completed and the results are as follows: DHR results: the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: the product was returned, but not in the original case. The device was visually inspected and the following was found: roughness - the flange was smooth; internal/external surfaces were smooth. Crack - no major crack was found. Delamination - layers were intact and did not separate. Discoloration - the device was clear and transparent. General cleanliness - the returned device appeared to be clean, free of debris or foreign particles. Black markings were observed around the areas of where the anchors were located. Root cause description: the root cause could not be determined as the product was returned and the anchors appeared to be intact. The manufacturer internal reference number is: (B)(4). Additional information: a2, b5. Correction: h6 (code e and f).

Event description:
It was reported that the anchors of the silent nite sleep device broke off, it is unclear when the patient received the device, when the patient first used the device or when the issue occurred.